Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2018 at 4 pm. The customer blood glucose level was over 600 mg/dl at the time of incident and current blood glucose value was 194 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and manual injection. The customer stated that the symptoms related to high blood glucose such as throwing up and sleepy. Customer did not allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.